Event description:
It was reported that during an implant attempt, the lead helix would not extend properly. The lead may have been over rotated. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analysis. The lead was received with the helix fully retracted, blood and tissue on it. The distal conductor had blood/body fluid (not obstructed), blood in/on helix/lobe mechanism, (sleeve head), and blood in/on helix/lobe mechanism.